Manufacturer narrative:
Additional information: section h manufacturer narrative, imdrf annex g, section b describe event or problem, section d device available for eval and returned to manufacturer on. Part analysis: the reported issue related to the medstation es aux 7-drawer was confirmed by the bd fse. The device was initially evaluated by the bd fse according to wo (B)(4): fse arrived on site and had to remove aux drawer 6 due to the drawer not being seen in diagnostics. Fse performed the replacement of aux drawer 6 with a new hh drawer. The device was configurated and tested and exhibited no further issues. During dchu laboratory external inspection was performed on the returned smart hh cubie drawer mod (p/n 353503-01, date code 26sep2016) it was revealed that the drawer was received disassembled with the cubie trays, tray retainers and inside panel not in their intended location. Dchu laboratory testing revealed that the retainer cage was outside of the slide rail resulting in missing ball bearings and damage to the retractor bands and pcba position sensor. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause was identified to be a mechanical failure within the slide rail assembly. Specifically, the retainer cage had migrated from its intended positions, resulting in damage to internal components.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary the half-height drawer had broken wires. The customer reported that there was a delay in dispensing the medication. As per part investigation, it was determined that a mechanical failure occurred within the slide rail assembly. Specifically, the retainer cage had migrated from its intended position, resulting in damage to an internal component. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Correction: section d unique identifier (UDI) & medical device model.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary the half-height drawer had broken wires. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-sep-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer assembly was physically damaged. A field service engineer arrived on site and had to remove drawer auxiliary 6 and manually remove all pockets as the drawer was not seen in diagnostics. The field service engineer installed a new drawer and configured it. Fse went into diagnostics and loaded all pockets. Then, fse went back into the application and had pharmacy test the drawer. All worked okay. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary the half-height drawer had broken wires. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.